Event description:
It was reported that the patient underwent a lead revision. Diagnostics during the operation were wnl. After a return to clinic, it was seen that the patient had high impedance yet again. The old generator remains implanted (however new leads were inserted, as previously stated). The rep present at the surgery stated that when the old generator was attached to the new lead the impedance was within normal limits. Pin insertion was not troubleshooted, nor was a test resistor used. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information was received stating that patient had their lead replaced. It was noted that surgeon said old leads appeared to be broken upon explant. The explanted lead has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that patient device was showing high impedance. The desired output was unable to be delivered. Patient is referred for x-rays and full revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a form by the FDA, and livanova objects to their use.

Event description:
A new file created for hi on newly implanted lead. No further investigation regarding new lead will occur within this file. This sup will serve as a means to consolidate information & communicate this in the MDR. No further supplemental reports will be created within this file. The information from supplemental report #03 has been moved into its own MDR. MFR. Rep# 1644487-2023-00052 captures the new instance of high impedance on the new lead.

Event description:
It was reported that patient had x-ray images taken of their device. The resulting images revealed that there is a fracture of the lead occurring which is likely attributing to the high impedance seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.